Event description:
It was reported that the patient presented in the clinic. It was discovered that the right ventricular (rv) lead was exhibiting noise and the physician suspected a fractured lead. The physician opted to replace the rv lead, a new lead was successfully implanted. The patient condition was unavailable. Further information was requested but not received.